Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated they were connected to the insulin pump while swimming in a pool. The customer reported a constant tone occurring after the moisture exposure. Customer reported fluid was present under the lcd display. The customer's blood glucose was 75 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display followed by constant tone due to moisture damage on the electronic assembly, motor, battery tube, keypad and vibrator assembly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.